Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. Evaluation also found the adhesive on the bending section cover had a chip, light guide cover glass was deformed, video connector was deformed on the slave side, due to wear of angle wire the bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the 3d image of the deflectable videoscope was not displayed. The issue occurred when preparing the device for use in a therapeutic abdominal telescope procedure. There was no patient harm, procedural delay, or injury and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components of the electric board due to use stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: " confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Wear the 3d glasses supplied with the 3d monitor. 3. Observe the palm of your hand in the wli and nbi endoscopic images. 4. Confirm that light is output from the endoscope¿s distal end. 5. Adjust the brightness level as appropriate. 6. Take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 7. Wear the 3d glasses again. 8. Close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that no difference of color and brightness between the right-eye and left-eye images is observed. 9. Touch the target object using an endo therapy accessory while observing the 3d endoscopic image to confirm that a sense of depth is normal. 10. Confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 11. Turn the angulation control levers slowly in each direction until it stops. 12. Confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation.¿ olympus will continue to monitor field performance for this device.